Event description:
On (B)(6) 2013, patient reported he dropped the infusion device last week, approximately on (B)(6) 2013, and the screen is now scratched. Patient stated there are no black spots on the display. Patient reported the scratch is interfering with being able to read the insulin delivery amount as it is right in the middle of the display. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the display window is scratched due to a mechanical impact. Therefore the display is no longer fully readable in the area where therapy- relevant information are visible. The insulin pump shouldn't be exposed to high mechanical forces. History list: no history list is necessary. The problem mentioned by the customer is related to a handling issue.